Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug (1,000 mcf/ml at 365 mcg/day) via an implantable pump. It was reported that the pump flipping in abdomen due to excess adipose tissue. The pump was moved from abdomen to back. The catheter was posterior but pulled down. The physician elected to replace. The old catheter was tied off. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.